Event description:
Patient scheduled for thorascopic lung biopsy. Following placement of device to perform biopsy, the device failed to release for removal of specimen. Due to this failure an open thoracotomy was performed to remove the device and complete the biopsy. Diagnosis: interstitial lung disease. 2 days post operatively chest tube removed and patient progressing satisfactorily.